Event description:
The user facility reported that the device had unintended activation and it overheated during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results

Event description:
The user facility reported that the device had unintended activation and it overheated during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.